Manufacturer narrative:
Device evaluation: d10, h3, h6, and h10. Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported "touch screen delamination- does not respond" problem was confirmed. This is a known issue addressed through eco 82509.

Manufacturer narrative:
(B)(4). The device trained customer reported the suspect device/component will be re-worked with a replacement front panel display fpd) assembly. However, no fpd component is available for analysis. In the event that the fpd is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touch screen display and a delaminated display, on this ventilator device. The customer stated no patient involvement with this event. Additionally, the customer determined the likely faulty assembly was a component within the front panel display and a replacement was ordered.